Event description:
During a call with baxter customer service, the following was reported. On an unreported date, the patient had a hole in his pd catheter, which resulted in peritonitis. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. On 02 mar 2012, product surveillance spoke with the nurse who stated that the information about the catheter, including the manufacturer was unknown. The nurse did not provide any additional information. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).